Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. The reported cause of death was hypoglycemia. The customer was wearing the insulin pump at the time of death. Nothing further was reported.